Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the duodeno videoscope tested positive for >100 cfus of pseudo. The issue occurred during reprocessing with no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. B6: additional information h2: additional information h4: additional information.

Manufacturer narrative:
Updated fields: d9, h2, h3. This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Cfu:>100 colonies. Bacterial identification: pseudomonas aeruginosa. The device was not returned. A root cause could not be identified. Based on the results of the investigation, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. The most probable cause of the reported failure is cause not established (ipc was unable to find a clear root cause and/or that could not find any correlation between customer reprocessing and the contamination). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.